Event description:
It was reported that, since pt's surgery on (B)(6) 2012 he has never healed and has pain. MRI showed fluid in implant and inflamed tissue. Cobalt level is 27.2, chromium level is 2. Pt is scheduled for a revision on (B)(6) 2012. Per pt, surgeon wants to remove all implants but plans on keeping the shell.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.